Event description:
As the or was being prepared for a surgical procedure, the staff was placing a sterile handle on the lighthead, and in an effort to firmly seat it, they pushed up on the sterile handle, causing the lens so crack and break. A piece of the lens fell into the established sterile field. There was no injury to he pt, pt was not in the table at the time of the event.